Manufacturer narrative:
A review of tickets found one similar complaint for creatinine lot 03282un18, but no trends were identified for falsely elevated results. Return testing was not completed as returns were not available. Historical performance of reagent lot 03282un18 was evaluated using world wide data from abbottlink. The population median results for the lot are within established limits. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Labeling was reviewed and multiple probable causes were identified: unperformed maintenance on the instrument or pre-analytical sample handling issues. Based on the investigation no product deficiency was identified for the clin chem creatinine reagent, lot 03282un18.

Manufacturer narrative:
Complete information for section a, patient information, patient identifier sid (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated creatinine results on one patient on the architect analyzer. The results provided were: sid (B)(6) on (B)(6) 2019 creatinine = 793 / 762 / 753umol/l; new sample on (B)(6) 2019 creat = 96.9umol/l. There was no reported impact to patient management.